Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded 170 units of insulin onto the pump, and the pump requested that a minimum of 50 units be loaded onto the pump. Customer attempted to reload the cartridge and stated that no drops of insulin were seen exiting the end of the tubing during fill tubing. The pump then requested that a minimum of 50 units be loaded onto the pump. Customer's blood glucose level was not impacted. Reportedly, customer has novolog manual injections for continued insulin therapy.